Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 13-nov-2018. It was reported that the coil did not coil up and became elongated. The target lesion was located in severely tortuous splenorenal vein. During the procedure, the device was used with a non- bsc catheter. However, it was noted that the coil did not coil up successfully and got elongated when it was pulled and pushed. The device was then simply pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached and not returned; there were missing coil fiber bundles. Device evaluated by manufacturer: the device was returned for analysis. A coil was returned for this complaint. The pusher wire and the introducer sheath were not returned. The coil was returned stretched, kinked and the interlocking arm was detached and it was not returned. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The coil was stretched and kinked. Dimensional inspection of the coil was performed and revealed that the outer diameter (od) of the zap tip and od of primary coil were within specifications. The coil fiber bundles are lacking 13.